Event description:
The customer reported that the system was not working and was not producing fluoroscopic x-ray. There is not report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The interconnect cable was replaced. The system was then found to be operating as intended.